Event description:
It was reported that the right ventricular lead had high threshold. The lead was repositioned to an area with acceptable measurements. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.